Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had prime fill anomaly. Customer's blood glucose level was unknown. The customer stated that battery cap was damaged. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device received with broken battery cap noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. (B)(4).